Event description:
It was reported that the patient presented for routine generator change. Interrogation prior to the procedure noted that the right atrial (ra) lead exhibited failure to capture. Fluoroscopy performed noted that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable throughout.